Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was presented to the emergency department with headaches, mental status changes, syncope, nausea nd vomiting/emesis. A head CT showed a large intracranial hemorrhage and a right temporoparietal lobe intraparenchymal hemorrhage with adjacent subarachnoid and intraventricular hemorrhage with mass-effect and midline shift. International normalized ratio was elevated to 6.7 and the patient was reversed with vitamin k and kcentra and was transferred to the implanting center. The patient was taken to the operating room for a right temporoparietal craniotomy. The patient was intubated in the neurology intensive care unit. The patient expired on 05apr2021 after the family decided to withdraw care.